Event description:
Patient called to report he had an episode of pain and redness od in august. The patient self referred to an ophthalmologist and was diagnosed with iritis and was treated with econopred. The diagnosis was confirmed by the ophthalmologist's office. The patient did not return to the ophthalmologist for the scheduled follow up appointment. The patient reported that the symptoms had resolved at the time of the report.

Manufacturer narrative:
Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.